Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation of the device, the reported event was unable to be reproduced due to a "reload the set" alarm. A review of the event history log revealed multiple 'air in line!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump "detects air when there is none". The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.